Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 20007. Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies could be found. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular lead. The lead is still in use. No further patient complications have been reported as a result of this event.